Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited adhesive around objective lens had peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to stress from use, external factors, or handling. However, a defective root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): the suggested event can be detected / prevented by following the below instructions for use (IFU): the instruction manual operation manual ¿ltf-s190-5/10, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.